Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 25 unit bolus using the pump instead of the intended amount of 2.5 units. The customer's blood glucose (bg) level was 189 mg/dl. Reportedly, the customer consumed carbohydrates to counter the extra insulin, and bg at time of follow up was 111 mg/dl. The customer declined further assistance from tandem technical support.